Event description:
The patient's mother reported the patient's blood glucose levels began rising after lunch, up to 450 mg/dl. Patient's mother delivered corrections with no effect. Pod was reportedly leaking while worn for between 37 and 48 hours. When the pod was removed, the patient's mother noticed the cannula did not properly insert into the insertion site (abdomen) and the cannula appeared bent. A new pod was applied and the patient was taken to the (B)(6) frankfurt emergency room (ER) after seeing no difference in the blood glucose levels. Patient's blood glucose levels were 407 mg/dl when arriving to the ER. Patient was seen by attending physician pauline wagner who treated the patient with insulin corrections via the pod. Ketone levels were measured and the patient was placed under observation for 6.5 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.